Event description:
In 2009, pt was here for hip implant exchange after falling at home in the shower. Two explanted parts sent to purchasing. Acetabular liner and femoral head. Primary right total hip done at about 2 weeks prior. Acetabular linder 28mm 20' 50:52 mm 71333324 lot # 08em14079. Medwatch sent 8/12/2009.